Event description:
It was reported by service report that the unit had broken hardware that connects a base foot tube to an outer base tube weldment. The damaged hardware could potentially result in base tubes getting detached/separated. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bolt and nut in base frame.